Manufacturer narrative:
(B)(4). Results of investigation: a carefusion field service representative (fsr) evaluated the device onsite. The fsr found a defective main printed circuit board (pcb) and "motor fault" and "xdcr fault" (transducer fault) errors. The fsr replaced the main pcb kit and completed performance testing. The unit meets factory specifications. At this time, the customer has not responded to requests for additional information regarding this event.  If additional information becomes available, it will be submitted in a follow up report.

Event description:
The customer reported that the ventilator kept alarming. The customer did not note the actual messages involved. The patient was taken off the ventilator and placed on another one. There was no patient harm.